Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on november 7, 2015 that after performing an upgrade under recall z-5812-2015, there is no pause on rt therapist by default as it was with software version 4.2.110. So when the gantry and the table are to be moved, the movement is done automatically without customer intervention (on rtt 4.2.110 they need to hit f12 and then keep pressing alt+enable to rotate the table). Reportedly, on (B)(6) 2015 the customer noticed that at first beam the machine had been configured with the gantry at 315 degrees and the table was configured at 90 degrees. The next beam configuration was the gantry at 86 degrees and the table at 0 degrees. When the first beam was completed the gantry started to move automatically while the table was still at 90 degrees. When the operator saw that the gantry crossed 0 degrees and was still moving with the table still at 90 degrees, they pressed the pause button on the control console and the movement stopped. Then they manually moved the table to 0 degrees and manually moved the gantry to 86 degrees. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported issue has determined that the system worked as specified. No unsafe automatic motion in treatment mode was found. The hardware (control console and linac) and software works as specified however the previously implemented feature of automatically inserted pauses in case of different table iso angles within an autosequence has been eliminated. This issue will be fixed with a new software version (syngo rt therapist 4.3.1_mr3) in the future.